Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call calibration issue. The customer's blood glucose was 291mg/dl at the time of call. Trouble shooting was performed and found customer issues in transitioning to auto mode and has been stuck in a loop in which he received multiple requests for blood glucose value/calibration request. Customer also mentioned that his blood glucose is currently high and that he has had issues in the past with infusion sets and has been hospitalized due to high blood glucose. Assisted in navigating into auto mode. Customer declined trouble shooting for the high blood glucose, hospitalizations, and infusion set issues from the past events. The insulin pump will not be returned for analysis.